Event description:
It was reported that during a percutaneous coronary intervention, the catheter became stuck in the lesion. The 90% de novo lesion was located in a severely tortuous and severely calcified distal left circumflex (lcx) artery. While attempting to obtain the pre-procedure intravascular ultrasound (ivus) images, the imaging catheter became stuck in the lesion. The physician exchanged the guiding catheter from a 8fr to an 6fr and pushed the guiding catheter and the imaging catheter slightly. This released the stuck imaging catheter. The procedure was successfully completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the catheter became stuck in the lesion. The 90% de novo lesion was located in a severely tortuous and severely calcified distal left circumflex (lcx) artery. While attempting to obtain the pre-procedure intravascular ultrasound (ivus) images, the imaging catheter became stuck in the lesion. The physician exchanged the guiding catheter from a 8fr to an 6fr and pushed the guiding catheter and the imaging catheter slightly. This released the stuck imaging catheter. The procedure was successfully completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: only the sheath assembly was returned and the guidewire (.023") was stuck inside the returned sheath assembly. The entire measurement length of the returned sheath assembly is 112.3 cm long. The sheath appeared to be cut off at the proximal end. The imaging window appeared to be stretched approximately 6.9cm long and it was observed necked down near the imaging window. Kinks were observed in the sheath assembly at 30.6cm from femoral marker at proximal side and 7.5cm, 10.0cm, 10.5cm, 12.0cm, 12.3cm, 16.3cm, 20.0cm, 20.3cm, 29.7cm, and 30.5cm at distal side. The guidewire exit port was lifted 2.0mm and ripped 2.0mm long. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).